Manufacturer narrative:
One fluid warming administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that, during the pre-use check, the customer noticed the connection part of the set was so tight that the connection parts were unable to be connected properly to the fluid warming device. The situation was resolved by using a separate fluid warming set. There was no patient injury reported.

Manufacturer narrative:
Additional information added to h6 and h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No damage or broken and contamination were observed in the unit returned. Sample did not pass the leakage test since the connector are not fit in the fixtures machine. The diameters of the connector per sides left and right were below of the minimum requirement. The root cause of the reported issue was found to be based on the investigation results the issue reported is confirmed as supplier issue. Actions were taken to mitigate the reported issue: the supplier was notified as an awareness notification.